Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. Review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause "the lack of vacuum was caused by the dressing having not been smoothed down completely and therefore allowing air to flow in. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered." Corrective and preventative actions are being taken with relation to the reported failure mode. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment the device indicated a low vacuum. The dressing and canister were changed. Following clinical guidelines, the nurse was instructed to power down the device, plug it into the wall, and restart the device. Continuous therapy was re-established. The nurse stated that the dressing appeared puffy. She was instructed to smooth down the dressing adhesive all the way around. This made the dressing appear firm and raisin-like. The nurse indicated that the screen now read "blockage/full canister¿ but admitted to the device being laid on its back. She was instructed that the device should be upright at all times. The device was reset once more to continous therapy mode. Further troubleshooting techniques were carried out by disconnecting the quick click connector. Once the tubing was reconnected to the dressing, the warning screen red "blockage/full canister¿. No delay in treatment. No more information available.